Event description:
It was reported that the patient sought medical attention at the emergency room on(B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 720 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that they had participated in a swimming tournament and their pod was not sticking well to the infusion site (abdomen), causing the cannula to dislodge. Reported symptoms include delirium and vomiting. The patient was treated with 20 units of insulin and IV fluids. The patient was released 4 hours later, on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone14.8 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.